Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that the fio2 adjustment knob on a giraffe irs infant warmer was not functioning as intended, preventing the user from titrating fio2. The report stated that the clinician decided to intubate the patient and transfer the patient to tertiary facility. There were no patient sequelae reported.